Event description:
Reference number (B)(4). Event occurred in the united states. On 30-jul-2024, it was reported that patient faced infusion set kinked cannula within 3 or more hours of insertion. Site of infusion set was abdomen. Infusion set was in use for about half a day. Patient replaced infusion sets and resumed insulin successfully. No further information available.